Manufacturer narrative:
On 19th aug 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation.upon receipt, a visual inspection showed a portion of hydrogel was observed to be missing from the long end of the sensor. This missing hydrogel is most likely due to damage caused by excessive force applied by the removal clamps upon explant of the sensor and is unrelated to the user's complaint. The hydrogel is not expected to impact functional testing since there is still sufficient hydrogel coverage over the optics.a review of the in vivo data confirmed degradation in all sensing areas,consistent with oxidation of the glucose indicating component of the sensor hydrogel,which likely contributed to the inaccuracies observed by the user. A replacement sensor was provided to the user as part of the resolution. B4. Date of this report 16 nov 2025. G3. Date received by the manufacturer? 16 nov 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 19 august 2025,senseonics was made aware senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.